Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that left ventricular pacing lead impedance out of range less than 200 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).